Event description:
I have a dreamstation philips CPAP, recalled in june 2021, replaced in (B)(6) 2021. Your site says: https://www.FDA.gov/medical-devices/safety-communications/update-certain-philips-respironics-ventilators-bipap-machines-and-CPAP-machines-recalled-due#repairedreplaced repaired and replaced bipap or CPAP machines recommendations for people who use bipap or CPAP machines replaced by philips and their caregivers be aware that during the manufacturing facility inspection, the FDA obtained additional information, not previously available to the FDA, regarding the silicone-based foam used in a similar device marketed outside the u.s., which failed one safety test for the release of certain chemicals of concern, called volatile organic compounds (vocs). Similar testing provided by philips to the FDA on devices authorized for marketing in the u.s. Had demonstrated acceptable results. The FDA has requested that philips retain an independent laboratory to perform additional testing to determine what, if any, potential safety risks may be posed to patients by the silicone-based foam. At this time, the FDA does not have sufficient information to conclude whether the silicone-based foam being used in the repaired devices poses any risk to patients in the u.s. Question: what is the status of the "additional testing"? I came down with lymphoma (blood cancer) in (B)(6) 2021, followed by kidney cancer in (B)(6) 2022. I do not trust the philips replacement and have been using my older CPAP. Reference report mw5116202.